Event description:
The customer reported that camera would not rotate. It don't allow image to turn to right or left. The doctor is also saying that the images are too dark or need to be adjusted.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number 13219769. The ge service rep lubricated the camera rotation gears and turned the "trap" setting off on the printer. The system operates as intended.